Event description:
Catheter would not thread.

Manufacturer narrative:
It was reported that the "catheter is so much flimsier and would not thread". This resulted in a dural puncture that resulted in "prolonged stays and exposure to other procedures". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.